Manufacturer narrative:
The account found that the bed exit would alarm after 12 seconds. The account placed the bed back into service and declined to repair the bed.

Event description:
Information received indicates the bed exit is not alarming when weight is removed.